Event description:
It was reported that the external pulse generator had a broken connector. It was further requested that both the atrial and the ventricular connectors be replaced. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken, and therefore it was replaced. Analysis also found that the upper case and side bail covers were broken, that the ring was contaminated, the battery contacts were compressed and that the encoder flex was uneven but able to function as expected (replaced as preventive). (B)(4).